Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose level and multiple insulin flow blocked alarm on (B)(6) 2020. Customer's blood glucose level at the time of incident was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer received multiple insulin flow blocked alarms prior being taken to the emergency room. Customer stated that the insulin flow blocked alarm was resolved. The device will not be returned for analysis.